Event description:
It was reported split line today that occurred approx. 3cm above the exit site. The split did not appear to be present when her treatment was commenced, however at end of infusion the dressing was wet and appeared stained with epirubicin. When we bled and flushed again, leaking from the exit site occurred. The patient has been treated as a possible epirubicin extravasation. Approx. Length of split: 1mm. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.